Event description:
It was reported that the insulin pump alarmed motor error during bolus. Customer's blood glucose reading was 600 mg/dl. No significant events leading to the alarm were observed. It was reported that customer was able to rewind the insulin pump. Advised discontinuation of the insulin pump. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The pump gave a motor error alarm during the occlusion test, and was unable to prime during the prime test due to a faulty force sensor. The motor passed the motor test. Unable to verify the no delivery alarm due to the prime anomaly. The pump had minor scratches on the display window, a cracked case at the display window corners, cracked battery tube threads, and a cracked reservoir tube lip.